Manufacturer narrative:
Check of the dhrs: by checking the sterilization charts of the lot#/ster. Involved, no anomaly was found: on a total of 20 smr connector small r manufactured with lot #1809753/ster.1800209, on a total of 59 smr glenoid peg tt small-r #l manufactured with lot #1802842/ster.1800073, on a total of 23 smr glenoid baseplate small-r manufactured with lot #1800756/ster.1800073. No anomaly was found on the all components manufactured with lot#/ster. Involved. Therefore, we can state that all the components have been properly sterilized before being placed on the market. Stating that: no additional information related to patient conditions, no x-ray images, no explanted component. Were provided by the complaint source to the manufacturer, there is no possibility to perform a deeper investigation at this stage. No certain root cause can be estimated for this case but, based on the check of the sterilization charts performed we can speculate infection was not product related. Please, consider the current report as a combined initial-final MDR. Should we receive additional information in the future, we will provide an updated final incident report about this case. Pms data: according to our pms data, this is the first and only complaint due to infection out of more than 2200 smr stemless reverse systems implanted since 2014, with a revision rate of 0.04%. No corrective actions planned for this case. Limacorporate will keep monitored the market.

Event description:
Revision surgery of smr stemless reverse due to infection performed on(B)(6) 2019. According to the info reported, swab test showed presence of p.acnes bacteria. All the following components were removed and spacer was implanted: smr stemless - rev. Liner #s not marked in USA smr stemless - steml. Core #s not marked in USA smr connector small r code 1374.15.305 lot #1809753 ster.1800209 smr reverse hp glenosph. 40 mm not marked in USA smr glenoid peg tt small-r #l code 1375.14.653 lot #1802842 ster.1800073 smr glenoid baseplate small-r code 1375.15.605 lot #1800756 ster.1800073. Primary surgery was due to cuff failure and was performed on (B)(6) 2018. No additional information were received by the complaint source. Event happened in (B)(6).